Event description:
It was reported that when using the bd pyxis¿ medbank mini, system had a wrong medication in bin. The customer reported that after pulling norco 10-325 for a patient, the medication dispensed was norco 5-325 upon verification. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a wrong medication in bin. A technical support specialist's transaction review in myqlink confirmed that the medication was pulled from the norco 10-325 bin; however, the user does not have access to cycle count to verify the remaining contents of the bin. A cycle count is required to confirm medication accuracy, and if incorrect medication is identified in the bin, pharmacy will need to replace the cubie with one containing the correct medication. The system functioned as intended after the technical support specialist inspected the issue.